Event description:
On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: 48 mg/dl and 152 mg/dl. At a separate time on that day (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: 49 mg/dl and 157 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.